Event description:
It was reported that the device became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was checked. The device did not meet release, so the physician performed a partial recapture. During the partial recapture the was became kinked. The procedure was continued, and the closure device was redeployed in the laa. After all release criteria was met the physician released the device from the core wire. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications or consequences as a result of this event.